Manufacturer narrative:
(B)(4). G2: foreign: south africa. Visual examination of the provided pictures identified the tip of the inserter broke and the fragment was shown in a separate picture. The device is covered in bio-debris. No further analysis can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the inserter fractured during impaction of the implant. No pieces fell in the patient. There is no additional information available at the time of this report.